Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported one week after placing a power PICC solo in a patient, there was a catheter leak. It has been confirmed that there was no sharp object injury, no violent tube flushing.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak in the extension tubing of the catheter is confirmed, but the root cause could not be determined. One 4 fr s/l powerpicc solo catheter was returned for evaluation. An initial visual observation of the returned catheter showed blood and use residues throughout the returned device. A small hole was observed along the extension tubing of the catheter. A functional test of attempting to infuse water into the catheter using a 12 ml syringe revealed a leak in the extension tubing at the small, observed hole. A microscopic observation revealed the split to be an inward facing hole with a faint circumferential direction. White residues were observed surrounding the split, and the split appeared to have rounded edges. The split appeared to narrow going into the extension tube. The fracture surface appeared to have some evidence of striations. It could not be determined how the split occurred based on the damage observed during a microscopic observation of the split. Some material wear or contact from an instrument or other device may have contributed to the failure of the device; however, and exact cause could not be determined. This complaint will be recorded for future trending and monitoring purposes.